Event description:
It was further reported that target lesion 1 was located in the med-left anterior descending (mid lad) with 70% stenosis and was 26mm long with a reference vessel diameter of 3.2mm. Target lesion 1 was treated with predilatation and a 3.0x28mm taxus express2 8.8% drug eluting stent, with 0% residual stenosis. During this procedure, the diagonal was also treated with balloon angioplasty through a strut in the previously placed stent. The pt was discharged the next day on asa and plavix therapy. The site reported a target vessel reintervention occurring 269 days after the proceudre. The pt underwent repeat cardiac catheterization after presenting with unstable angina. Cardiac catheterization revealed, lmca patent, lad (target vessel) 40% proximal stenosis, 70-80% instent resenosis in mid vessel, 70-80% stenosis just distal to stent in mid vessel, lcx patnet, ramus 20-30% stenosis, rca patent tortuous without high-grade lesions, lvef 60%. The pt was referred for coronary artery bypass grafting. Pt was admitted the next day and underwent coronary artery bypass grafting (lima to lad). The pt tolerated the procedure well and was discharged 4 days later. In the opinion of the physician the relationship of the reintervention to the taxus stent is "probable".

Event description:
269 days after a coronary artery drug eluting stenting procedure the pt underwent a coronary artery bypass grafting (CABG) procedure for reintervention. The target lesion being treated in the index procedure was a 3.20mm 70% stenosed mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.00x28mm drug eluting stent without complication in the target vessel. The next day the pt was discharged on plavix and aspirin. 269 days after the procedure the pt required an intervention. The pt had a coronary artery bypass grafting (CABG) surgery of the target vessel. 4 days after the CABG, the pt was discharged. In the opinion of the physician the relationship of the reintervention to the taxus stent is "probable, and there was no restenosis of the vessel.